Event description:
It was reported by service report that the head end of the bed would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift power coil cord.